Event description:
It was reported that this vns patient listed above the patient was referred for a full vns replacement surgery as it was believed that the vns leads were broken. This was clarified to be a report of high impedance. No relevant surgery is known to have occurred to date. No additional relevant information has been received to date.